Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please not attached list of additional device implanted in patient. See scanned page.

Event description:
In 2004, a gore excluder aaa bifurcated was implanted to repair an aortic abdominal aneurysm. Also implanted in the patient was a contralateral leg component. Gore was notified in 2007 that the patient has a growing aneurysm sac. No endoleak was captured on the CT scan or angiogram. The patient will undergo a stent relining with new gore components.